Event description:
Six implants were placed 9/12/96. On 3/21/97, the implants were uncovered. Three implants all on the same side did not osteointegrate (see ER-304b). There was no infection at the site. Pt is a healthy nonsmoker. One person affected.